Event description:
A report was received that the patient was having difficulty aligning the charger to the ipg. X-rays showed that the ipg was flipped and the pocket was too deep. The patient underwent a pocket revision and was reportedly doing well after the procedure.